Event description:
Particulate was seen in the eye of this pt during a cataract extraction procedure using this phacoemulsification handpiece. Particulate remains in the eye. The pt is not experiencing any adverse effects.